Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was stable with no consequences.

Event description:
New information received noted device was explanted on (B)(6) 2024. Patient was discharged with no consequences.